Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report no audio output on (B)(6) 2015. At the time of contact the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the device was received in a condition making it impossible to complete investigation. The reported event of no audio output was not confirmed. A root cause could not be determined.